Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 04/13/2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was low and there was bg reading taken but they couldn´t remember the values. The patient was feeling unwell, dizzy, lightheaded, and finally fainted. The wife took him to the emergency room. There they took a bg reading but the patient could not remember the value and was also unaware of the laboratory tests they performed on him. The patient was dehydrated and was treated with IV medication. The patient stayed at the hospital for 3 to 4 hours and was discharged the same day. At the time of the report the patient was good. Before losing consciousness, the patient was alerted to the low cgm. The patient couldn´t remember how long it was reading low before they performed a bg reading for comparison. There was no bg value reported and it was not confirmed if the patient experienced hyperglycemia. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).